Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had an extra piece of plastic on it near the tip. The following information was provided by the initial reporter: "extra piece of plastic/bump towards the tip."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had an extra piece of plastic on it near the tip. The following information was provided by the initial reporter: "extra piece of plastic/bump towards the tip."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 383323 and lot number 0087323. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two physical samples and two picture samples were returned for evaluation by our quality engineer team. Through examination of the samples, we were able to identify the reported issue. The material observed on the catheter was identified as silicone and is considered a part of the manufacturing process. Silicone is applied to the finished product to aid in the insertion of the device by the end user. The silicone used is a medical grade silicone. During the assembly and packaging process, the product is evaluated by operators to ensure that acceptance criteria is met. A quality alert has been issued in response to this report to notify personnel of this report.

Manufacturer narrative:
H6: investigation summary: bd received two photos and one sample submitted for evaluation. The reported issue was confirmed since foreign matter can be seen in the supplied photos. Our quality engineer reviewed the photos, and the foreign matter was most likely silicon, which is found in our manufacturing process. However, during the sample analysis no foreign matter was observed so investigation into the material of the foreign matter could not be performed. As a result, the cause of the failure cannot be determined. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had an extra piece of plastic on it near the tip. The following information was provided by the initial reporter: "extra piece of plastic/bump towards the tip."